Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited a perforation, indicated by high thresholds of 2.4v at 0.4ms. Impedance and amplitude were stable. An x-ray confirmed the perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited a perforation, indicated by high thresholds of 2.4v at 0.4ms. Impedance and amplitude were stable. An x-ray confirmed the perforation. No additional adverse patient effects were reported.